Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. A synergy¿drug-eluting stent was implanted to treat the lesion. However, three hours later, a thrombus was noted within the implanted stent. The patient was brought back to the catheter laboratory then the physician did balloon the thrombosed stent. The procedure was completed. No further patient complications were reported and the patient's status was fine.